Manufacturer narrative:
The reported event was confirmed. Sample has been evaluated and observed that the pvi solution has leaked and spread to the wrapping sheet. Microscope examination found a void or channel at the edge of the pvi sachet causing the pvi solution to leak. The potential root causes for this failure mode due to defective component from the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. [Storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product had been dyed orange inside the package due to leakage of povidone iodine solution. It was also stated that the event was found prior to opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product had been dyed orange inside the package due to leakage of povidone iodine solution. It was also stated that the event was found prior to opening the package.